Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient involvement reported.

Manufacturer narrative:
Additional information received: 02/15/2017. The customer returned gds was installed in an fi test ventilator. The air delivery/flow accuracy test and the oxygen flow accuracy test were performed and passed. The ventilator was run for two hours without any errors occurring. No failure was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
Updated.